Manufacturer narrative:
The device was not returned for evaluation. The surgeon reported that he examined the device under magnification and did not observe any abnormalities about the device.

Event description:
While performing cataract surgery the surgeon experienced a capsule tear during ia resulting in a vitrectomy. An iol was able to be placed in the capsular bag and there was no further impact to the patient.